Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a low ma error and then a popping sound was heard. The system arced and then rebooted itself (uncommanded shut down). There is no report of pt injury associated with this event.